Event description:
It was reported that the ventilator failed a test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the device failed pre-use check. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have been not available for further evaluation. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. According to the information provided by the technician, the air gas module was checked and replaced, which resolved the issue. The device passed all performance tests and could be returned to clinical use. The air gas module regulate the inspiratory gas flow and gas mixture. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.